Event description:
Procedure type: hysterectomy. According to the reporter: when passing the needle through the vaginal tissue the needle broke, leaving one half in the instrument and one half embedded into pt tissue. The suture was completely separated from the needle when it broke making simple retrieval impossible. The needle remnant remained invisibly embedded in pt tissue until extreme measures were taken to find it. The broken portion of needle remained embedded in pt tissue when the breakage happened. Several small chunks of tissue were cut away from the operative site in an attempt to find the piece. These specimens were examined and sent to pathology, but did not contain the needle. Radiology was summoned to confirm that the piece was still within the pt and after that confirmation was made the piece was searched for, and found during intra-operative fluoroscopy. The broken needle remnant was found and removed from pt after more than an hour of searching. There was tissue damage.

Manufacturer narrative:
(B)(4).